Event description:
It was reported to medtronic neurosurgery that there was an occlusion of the catheter or the valve. This led to the shunt assembly being revised. The pt info was unobtainable. No pt impact was reported.

Manufacturer narrative:
The valve and peritoneal catheter were patent. The valve met requirements for the reflux and leakage testings. The valve did not meet requirements for the siphon and preimplantation testings. It also did not meet all of the requirements for the pressure-flow testings. Proteinaceous debris was observed in the interior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open. A review of the mfg records showed no anomalies. All valves are 100% tested at the time of manufacture.